Manufacturer narrative:
Please note it was initially reported that the device was available for return; however, additional information received on 30-nov-2017 from the sales representative confirmed that the device was disposed of by the hospital; therefore, the report was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01880. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01880.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tips of two neuron max 6f 088 long sheaths (neuron maxs) were kinked and flattened upon opening of the packaging. The damaged neuron maxs were found prior to use and therefore, were not used in the procedure. The procedure was completed using another neuron max.